Event description:
The device was used during a thoracotomy procedure, the device fired an incomplete staple line. The opening was clamped and tied. The procedure was completed without any reported pt consequence.